Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a stimulator and hated it and wanted it out. It was noted that the patient had it at one level and then it jumps up to another level and that it was junk. It was noted that the patient did not know any numbers. The reporter stated that no one could adjust it and that it was not working right. It was noted that the patient was very frustrated.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).